Manufacturer narrative:
The customer confirmed the samples sent to a different laboratory for comparison testing were acceptable. The investigation found the last calibration was performed on 18-jul-2021 and was acceptable. The alarm trace does not contain a conspicuous event. As the customer was unable to provide further information, a definite root cause analysis is not possible. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer performed comparison testing for prolactin and tsh and recovered acceptable results. He completed precision and performance testing with acceptable results. He performed calibration and qc with passing results. The customer sent 8 samples to a different laboratory for comparison testing. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys tsh assay results for one patient tested on a cobas 6000 e 601 module serial number (B)(4). Prior to patient testing, the customer's tsh qc was acceptable. The patient had two samples collected at the same time. One sample was tested on the cobas 6000 e 601 module and the other sample was sent to a different laboratory and was tested with an unknown laboratory methodology. The patient's elecsys tsh result was 7.06 uiu/ml. The patient's tsh result at a different laboratory was 4.39 miu/l. The customer was unsure which result was correct.